Event description:
It was reported that (1) device was used during a diagnostic laparoscopy. It was reported by the rep that before insertion into the abdomen, the red blade arming button was attempted to be located. It would not stay armed and was not used. The case was completed using another instrument. There was no consequence to the patient.